Manufacturer narrative:
The service provider provided the investigation report on 04/02/2021. The actual device was tested. The pump passed the air-in-line alarm testing. No issues were found during the testing. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00055).

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 12/16/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and stated that pump 616344 air went past the pump and almost went into the patient. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The distributor representative stated that "patient was not harmed. I asked to confirm since it was an air-in-line issue there was no harm. They kept him for 45 minutes and confirmed no harm was done".